Event description:
The pt received 2 scs leads with the same lot number. The pt reported he was experiencing stimulation amplitude stopping at perception on his scs programs. Follow-up identified diagnostics showed invalid impedance values for the scs leads. An sjm representative was unable to completely resolve the issue with reprogramming as only effective stimulation of the pt's left side could be achieved. The pt was "happy" with the left side stimulation and was to notify the physician if issues occurred with the stimulation. Additional follow-up identified all impedance values are not invalid. The pt is to be seen by the physician and surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.